Event description:
It was reported that balloon rupture occurred. Vascular access has obtained using an ipsilateral antegrade approach. The target lesion was located in a vessel below the knee. After a guide wire was crossed, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter and flow recovery was observed. No patient complications were reported.